Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), bladder perforation ("bladder perforation") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient (gravida 1) who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required) and ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with pelvic pain. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure), surgery (to remove the essure) and surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, bladder perforation and ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered bladder perforation, ectopic pregnancy with contraceptive device and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.